Manufacturer narrative:
Additional information was received that the previously reported mild to moderate aortic insufficiency was mild to moderate paravalvular leak (pvl). No additional adverse patient effects were reported. Updated h6 device codes (fdd/annex a) and eval code method (fdm/annex b). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received that 6 years, 2 months and 11 days following the implant of the transcatheter bioprosthetic valve (pli-20), a fall without loss of consciousness occurred. A dilated ascending aorta and infrarenal abdominal aortic aneurysm were identified on computed tomography (CT). The event was reported per the physician as valve related. 6 years, 3 months and 13 days following the implant of this valve, the valve was explanted, a non-medtronic surgical valve was implanted, and hemi-arch repair was performed. No additional adverse patient effects were reported. Updated h6 codes corrected b3 date of event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the valve was not returned; therefore, no product analysis can be performed.   Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that at 14 months post-implant of the transcatheter bioprosthetic valve aortic stenosis (as) with elevated but stable gradients were noted. A mean gradient of 29 millimeters of mercury (mmhg), peak transaortic gradient of 51 mmhg and an aortic valve area of 0.9 cm2 was reported. No treatment was prescribed. At the two-year follow-up a mean gradient of 42mmhg was measured. At the five-year follow-up the aortic stenosis (as) was ongoing, unchanged, and stable. Approximately six years and two months following the implant of the valve, transthoracic echocardiogram (tte) showed a mean atrio-ventricular (av) gradient of 39 mmhg and mild to moderate aortic regurgitation. Medication was administered and no additional treatment was provided. Six years, three months and twelve days following the implant of the valve, the patient presented for the degenerative and failing transcatheter bioprosthetic aortic valve with mild to moderate aortic insufficiency and severe as due to calcification of the valve. The following day a redo median sternotomy with an aortic valve replacement and hemi-arch repair was performed. The valve was explanted, and a non-medtronic surgical pericardial aortic bioprosthesis valve was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Added annex g code g04040 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) related to CAPA pr 564122. Updated data: b5. Paragraph twelve h6. Patient and device codes. The codes present in section h6 correspond to multiple components/products that comprise this reported event. Additional codes. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately 158 months after implant, this bioprosthetic heart valve (pli-10) exhibited severe central regurgitation. A transcatheter bioprosthetic heart valve (pli-20) subsequently was implanted into this valve. No additional information was immediately available. Additional information was received that 14 months post-implant of the transcatheter bioprosthetic valve (pli-20), aortic stenosis with elevated but stable gradients were noted (mean 29mmhg, aortic valve area 0.9). The patient was asymptomatic. No treatment was prescribed. Additional information was received that at 14 months post-implant the patient reported mild dyspnea when running but was able to perform all activities without limitation. An echocardiogram indicated peak transaortic gradient of 51 mmhg. There is no aortic valve regurgitation, and the aortic root is normal. Patient's medical history includes shortness of breath, congestive heart failure, hypertension. Additional information was received at the patient's 2-year follow-up that patient presented with exertional dyspnea over a 6-month period with a mean gradient of 42mmhg. No regurgitation or paravalvular leak (pvl) was noted. A transesophageal echocardiogram (tee) is scheduled for further evaluation. Device remains implanted. Additional information was received at the patient's 4-year follow-up that aortic velocity time integral (vti) gradient increased and left ventricular outflow tract (lvot) vti had decreased. An empiric trial of anticoagulation was being considered, but no treatment had been administered at the time of the reported information. Additional information was received that at the patient's 5-year follow-up that the aortic stenosis was ongoing, unchanged, but stable. No treatment was provided. No adverse patient effects were reported. Additional information was received that aortic stenosis with calcification of the valve was reported. No treatment was reported. Additional information was received that at approximately six years and two months following the implant of the valve, tte showed a mean atrio-ventricular (av) gradient of 39 mmhg and mild to moderate aortic regurgitation. Medication was administered and no additional treatment was provided. No additional adverse patient effects were reported. Additional information was received that 6 years, 3 months and 12 days following the implant of the valve, the patient presented for the degenerative and failing transcatheter bioprosthetic aortic valve with mild to moderate aortic insufficiency and severe as. The following day a redo median sternotomy with an aortic valve replacement (avr) and hemi-arch repair was performed. The valve was explanted, and a non-medtronic surgical pericardial aortic bioprosthesis valve (carpentier-edwards perimount) was implanted. No additional adverse patient effects were reported. Additional information was received that the mild to moderate aortic insufficiency was paravalvular leak (pvl). No additional adverse patient effects were reported. Additional information was received that 6 years, 2 months and 11 days following the implant of the transcatheter bioprosthetic valve (pli-20), a fall without loss of consciousness occurred. A dilated ascending aorta and infrarenal abdominal aortic aneurysm were identified on computed tomography (CT). The event was reported per the physician as valve related. 6 years, 3 months and 13 days following the implant of this valve, the valve was explanted, a non-medtronic surgical valve was implanted, and hemi-arch repair was performed. No additional adverse patient effects were reported. Additional information was received that during the avr intervention, the patient suffered anemia due to acute blood loss and was transfused intra-operatively with (B)(4) units of packed red blood cells and factor eight inhibitor bypassing activity. Following the procedure, the patient was transferred to the cardiac surgery intensive care unit in stable condition. No adverse patient effects were reported.